Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of tip detached.

Event description:
It was reported to boston scientific corporation that a gold probe was used during hemostasis procedure on (B)(6), 2025. During the procedure, the tip become separated. The procedure was completed using another gold probe. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h2: block b1, b2, b5, h1 and h6 (impact codes) have been corrected. Block h6: imdrf device code a0501 captures the reportable event of tip detached.

Event description:
It was reported to boston scientific corporation that a gold probe was used in the duodenum during hemostasis procedure on (B)(6) 2025. During the procedure, the tip became separated. The tip was retrieved using tissue clips. The procedure was completed using another gold probe. There were no reported patient complications as a result of this event.